Event description:
The safety lancet (ordered by nursing) did not retract and cause an on the job, work injury and the staff is going to be tested as it was a used needle.

Manufacturer narrative:
The initial report was presented on the basis testing of an archival sample which did not confirm the claimed defect. The follow up report has been updated with the tested sample from customer. The retraction problem in customer sample was confirmed. The cause of the defect was too long protrusion length of the needle due to incorrect needle overmolding. The defect is monitored in the scope of qms activities. Due to the fact that this is the first confirmed complaint on this product about this defect, we will monitor the occurrence of this problem and at the moment we are not taking any further actions.

Event description:
The safety lancet (ordered by nursing) did not retract and cause an on the job, work injury and the staff is going to be tested as it was a used needle.